Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via literature entitled: doppler-guided transanal hemorrhoidal dearterialization (dg-thd) versus stapled hemorrhoidopexy (sh) in the treatment of third-degree hemorrhoids: clinical results at short and long-term follow-up. Author/s: s. Leardi & b. Pessia & m. Mascio & f. Piccione & m. Schietroma1 & r. Pietroletti2. Citation: j gastrointest surg (2016) 20:1886¿1890; doi 10.1007/s11605-016-3220-1. This study study aimed to further verify the efficacy of the doppler-guided transanal hemorrhoidal dearterialization (dgthd) versus the stapled hemorrhoidopexy (sh) in the treatment of third-degree hemorrhoids, at short and long-term follow-up. A total of 100 patients (n=60 male and n=40 female; mean age of 56.3 years [36-78 years]) underwent surgical treatment because of third-degree hemorrhoids. These patients were allocated to either dgthd (n=50) or sh (n=50) for the treatment. In sh group, a circular stapler pph-03 (ethicon endosurgery) was used in the procedure. In sh group, vas score pain (n=50) were recorded in postoperative day (pod) 1 (9.9±0.5), pod 3 (8.5±1), pod 7 (8±2.5) and pod 30 (6±2). In the same group, one patient developed hematoma of rectum-sigmoid and hemoperitoneum necessitating surgery with sigmoid resection. In the long-term follow-up, only internal hemorrhoids without any symptoms (n=14%) was observed in sh group. Sh and dg-thd procedures do not show significantly different results with regard to the patients outcome.

Manufacturer narrative:
(B)(4).